Event description:
It was reported that the implant was functioning correctly and the patient was satisfied. The surgeon saw that bone cement, used during implantation surgery, was being expelled and had started to exit outside the skin, so he decided on revision surgery. During the revision surgery to remove the bone cement, the vorp conductor link was cut, so the surgeon decided to explant the device and re-implant with a new vorp device.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.